Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination and functional testing of the returned device identified the adapter matting end is stripped. The noted damage is consistent normal use and servicing and the investigation did not establish a need for corrective action. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the product 201103029 was stripped and worn down at the attachment point where it was connected to power and will not function properly because of its wear. No pieces broke off. No surgical delay.